Event description:
According to the reporter, device transcutaneous pacing was started for a patient, but was ineffective, due to operator error. The patient was not resuscitated but the reporter stated patient outcome was not affected due to a lack of patient viability.